Event description:
A cracked and shattered touchscreen was reported after a pump was dropped and hit the ground. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, and the customer was advised to continue using the current pump temporarily. The replacement pump was sent with updated software, and instructions were provided for returning the damaged pump. The customer understood the process, including putting the pump into storage mode, programming settings into the new pump, and connecting their cgm to it.